Event description:
Per the clinic, the patient was explanted on (B)(6) 2025 due to non-use of the device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.